Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the device form failed to lock behind the meniscus, the first anchor caught on the back side of the meniscus as it should, but the second one came out then the device was withdrawn. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.